Event description:
It was reported that the patient had a left m1 segment bifurcation aneurysm, and the physician planned to perform stent-assisted coil embolization. After superselectively positioning a microcatheter as the stent delivery catheter, the physician selected a subject stent and completed the flushing procedure outside the body. The subject stent introducing sheath was then connected to the hub of the microcatheter, ensuring there was no gap between the tip of the introducing sheath and the microcatheter hub. The microcatheter's rhv was tightened, and the stent delivery wire was slowly advanced. When the subject stent was delivered approximately 5 cm from the proximal end of the microcatheter, the significant resistance was encountered on the delivery wire, preventing the subject stent from advancing further. Despite repeated attempts to push the subject stent, it remained stationary. The physician then attempted to retract the stent delivery wire, but the subject stent was detached from it. The subject stent and the microcatheter were withdrawn from the body and replaced with the new stent and microcatheter. The new stent was successfully delivered and deployed, followed by the filling of the aneurysm with coils to complete the embolization. The procedure was concluded successfully. There were no clinical consequences to the patient due to the reported event.